Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was incorrect and appeared to be stuck. The customer was not sure of the amount of insulin that the cartridge was filled with. Blood glucose level was 212 mg/dl. Tandem technical support informed the customer of how the insulin gauge operates. The customer acknowledged the information and was satisfied.